Event description:
It was reported that the patient had high impedance. No traumatic events were reported that could have caused the high impedance. The generator was disabled due to the patient experiencing some discomfort. Patient has been referred for surgery. X-rays were received and reviewed. The generator placement appeared to be in the upper left chest. The lead pin did not appear to be fully inserted. A strain relief bend appeared to be present, but couldn't be assessed due to the quality and scope of the image. A strain relief loop was not able to be seen in the x-rays provided. No gross lead fracture or sharp angles were observed in the visible portion of the lead; however, the entire lead body could not be accurately assessed. Based on the images provided, no obvious source of the high impedance was observed, however the lead pin did not appear fully inserted, which may have contributed to the reported event. The presence of a gross fracture in the portion of the lead excluded from the images or a micro-fracture along the lead body cannot be ruled out. No additional relevant information has been received to date. No surgical intervention is known to have occurred to date.